Event description:
Received information from (B)(6) of a litigation: the event is that after a thyroidectomy procedure, with a device ultracision (code and lot unknown), it was reported the patient has vocal cord total paralysis on the right and partly on the left. The patient has accused the surgeon for the event. The facility affirmed that the failure of the intervention was caused by the malfunction of the device. The device has been retained for legal process.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information received: was the thyroidectomy a total thyroidectomy? Total thyroidectomy how long after the thyroidectomy did the patient present with the vocal cord paralysis? At now the patient suffers of vocal cord paralysis what did the patient present with? Postoperative hoarseness or breathiness; biphasic stridor, respiratory distress, or both; airway signs in the immediate postoperative period; dyspnea or stridor with exertion; an inability to create a high-pitched sound. Was the patient diagnosed with laryngeal nerve damage? Yes. Was the patient diagnosed with unilateral vocal fold paralysis? No. Was the patient diagnosed with bilateral vocal-fold paralysis. Yes. Total right vocal fold paralysis and partial left vocal fold paralysis. What type of damaged was the patient diagnosed with? Complete or partial transection. Which nerve was damaged: both. When diagnosed, did the patient have a fiberoptic laryngoscopy performed? Yes. Did the patient receive a laryngeal electromyography (emg) to distinguish vocal fold paralysis from injury to the cricoarytenoid joint secondary to intubation. Yes. What is the patient¿s current condition? The patient suffers also of dyspnea, difficulty in swallowing, anxiety: still has vocal cord total paralysis? The right vocal cord; has partial vocal cord paralysis? The left vocal cord. What treatment did the patient receive? The patient after the intervention has suffered a pharmacology therapy and surgical intervention . Additional information requested: what was the product used? The original complaint did not provide the product code. Was this a fcs9 or ace14s device? What was the alleged malfunction of the device? What precautions were taken in the procedure for heat management?